Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer stated they were having a hard time clearing alarm. The customer stated that the time on the clock advanced when observed for one minutes. The customer also mentioned that when the insulin pump alerts, it changes the volume and the alert could not be cleared on the first try. The insulin pump passed a self-test. The customer was advised that the insulin pump needed to be replaced. The customer also reported a low blood glucose of 27mg/dl at the time of the incident and during the call. Troubleshooting for low blood glucose was performed. The customer treated with food and glucose tablets. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The insulin pump's programming was accurate, the reservoir was showing the same amount of insulin as show on the status screen, customer had no health/lifestyle change, and the insulin pump's history had no motor errors or motor position encode error alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.